Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number 91010461 was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found that the label is illegible. The device was functionally tested and failed the test during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported illegible label issue. The root cause for reported illegible label issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepared underwent for a biopsy procedure using the elevation driver. Prior to the procedure it was reported that the driver had an illegible label that was identified at the service center. There was no patient contact.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepped for a biopsy procedure using the elevation driver. It was reported that the driver had an illegible label that was identified at the service center. There was no patient contact.